Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor elastomeric device delivered its contents at a faster than expected rate. According to the report, the expected infusion time was 48 hours; however, the pump was empty after 36 hours. The solution being infused and the fill volume are unknown. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.